Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This product was not implanted as previously reported. This MDR is considered closed. This report is number 3 of 5 mdrs filed for the same patient (reference 1825034-2014-03075 /-03077 /-03078 /-03079 /-07616).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2003 and a left total hip arthroplasty on (B)(6) 2004. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, damage to bone and tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure of the right hip on (B)(6) 2012 and a revision procedure of the left hip on (B)(6) 2011. A review of invoice history confirmed the initial surgery date for the left hip and the revision surgery date for the right hip; however, an invoice could not be located to confirm the initial surgery date for the right hip and the revision surgery date for the left hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. A review of the invoice from the initial surgery found that two acetabular cups were listed. It is not known which cup was implanted. Review of device history records for both cups show that the lots released with no recorded anomalies or deviations. The following sections could not be completed due to the part/lot information could be: category number ¿ (B)(4). Lot number ¿ 204800, or 061990, expiration date ¿ may 31, 2014, manufacture date ¿ may 17, 2004 or may 28, 2004, there are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-03075/03077 & 03079).